Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accu tni) and total bhcg (tbhcg) results generated by the unicel dxc 600i synchron access clinical system. Per customer, they obtained approximately eight erroneous results for accu tni and tbhcg. It is unknown if the results were elevated or suppressed, and there is no info regarding repeat results. The results were reported out of the lab. Multiple attempts have been made to obtain patient results; however, none provided to date. No death, injury, or change to patient treatment occurred as a result of this event.

Manufacturer narrative:
Per customer, qc was within range prior to the event. Based on available information, a substrate bottle was changed by a laboratory tech. Qc run later resulted outside expected ranges. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a system check which failed. The fse inspected the instrument and discovered loose connection on the substrate bottle. The fse performed a system verification with good results. Although loose connection on the substrate bottle was identified, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.